Event description:
The customer reported, the sys was displaying snowy images, then the display went white, and the sys locked up. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the sys and replaced the fluoro functions board. Sys operates as intended.